Event description:
The manufacturer received information alleging a ventilators display was defective. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilators display was defective. The device was returned to a third party service center for evaluation. The device's screen was found to have no defect. The display worked as designed.